Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device had a firing issue. As stated, it firing around 10mm and blocked. It was noted that it was the second reload to be used on the patient which was faulty. There was no patient injury.